Manufacturer narrative:
Multiple requests for additional information were sent to the reporter regarding the event, a description of the observed particulate, and the patient outcome. No response has been received. An opened partial pack from lot w1708 was returned for evaluation, to include a section of the aspiration and irrigation line of one assembly and a pack label. A small plastic cup was additionally returned. There was a piece of gauze inside the cup, with two circles drawn on the gauze in black ink. Microscopic examination of the gauze and cup found no particle that could be identified. The returned piece of tubing contained the in-line filter. The tubing had been cut at both ends. The tubing and filter were both dirty with dried solutions inside and appeared to have been used. The only particulate observed was due to the dried solution. The particle as stated in the complaint could not be identified, and the complaint could not be confirmed. No definitive root cause can be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. The investigation is complete.

Event description:
Additional information has been received from the reporter. The white particle (like a small tube of white polystyrene, 5mm long, and rather hard and observable to the naked eye) was projected by the phaco handpiece (at fragmentation stage) in the anterior chamber of the eye and the surgeon removed it with forceps in the anterior chamber. There was no consequence for the patient

Manufacturer narrative:
Additional information: additional product evaluation was performed based on the particulate description. Microscopic examination of the returned piece of gauze and plastic cup found no white colored, tube-like, hard particle found. The returned piece of tubing was re-examined and there are dried solutions and what looks like organic debris visible in the aspiration tubing. This tubing was flushed onto a 0.45 micron filter and the water was vacuumed off in an attempt to trap any possible particulates. Microscopic examination found light colored globs of what looks like organic gelatinous type of material. No white particles were found. The packs that were returned unopened were also re-inspected. No particles were found. A review of the complaint database revealed that no similar complaints have been submitted against lot w1708. The original investigation/conclusion stands.

Manufacturer narrative:
The product has not been received for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that a particulate from the filter of the single use pack was found in the patient¿s eye. There was no patient impact reported. Additional information has been requested.